Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to a sales representative and forwarded to our local affiliate (B)(4). The case involves a female who was treated with poly-l-lactic acid (sculptra) and has developed hyperfibrosis one year after poly-l-lactic acid treatment. Corrective treatment: celestone cronodose (betametasone). The outcome is ongoing. The reporter's causality is: possible.

Manufacturer narrative:
This case is associated with (B)(4). Addendum for follow-up information received on (B)(6) 2008: a ptc (pharmaceutical technical complaint) has been initiated: (B)(4).